Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Block b3: exact date unknown, new system implanted (B)(6) 2020. This supplemental report is being filed to correct the h6: patient codes and patient code description.

Event description:
It was reported that this pacemaker was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information indicated that this patient also had an infection. There were no additional adverse patient effects reported. The pacemaker was explanted.